Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle device after a coronary arteriography interventional procedure with a small-bore sheath. Reportedly, the device did not fully advance along the guide wire and got stuck. An additional non-abbott device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
A visual inspection, functional testing, dimensional analysis was performed on the returned device. The reported difficulty to advance the guide wire was not confirmed. The reported resistance could not be replicated in a testing environment as it was based on operational circumstances. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported difficulty to advance over the guide wire, difficulty to remove and treatment appears to be related to circumstances of the procedure. Based on observations from the returned analysis, the resistance with the guide wire and difficulty to remove were likely due to user wipes off coating prior to insertion or patient anatomical conditions (occlusion of the sheath due to excessive blood clot or other biological matters; patient artery anatomy variables). Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4 correction: lot# updated from 4012241 to 4112241.